Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead implanted:(B)(6) 2025 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that about a week ago after physical therapy, they felt like as if one of their leads got unplugged. Patient stated they feel something protruding in their skin at the top right corner of the implant. Patient also noted that they feel like the therapy no longer was as effective as it was prior to the lead protruding. Agent redirected patient to their healthcare provider (hcp)  to further address the issue.